Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the iesu. The system was tested and verified as ready for use. The iesu was requested to be returned for failure analysis, but has not been received as of the date of this report. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the vio dv integrated electrosurgical unit (iesu) displayed error c-34 and the monopolar coagulation was not working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure continued by using a covidien esu connected to the da vinci system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found to have errors c-34. The iesu will be returned to original equipment manufacturer (OEM) for repair. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.